Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: broken shell on radius and underweight. A visual and microscopic analysis was performed which identified: crease sharp broken, crease fold and wear abrasion. Base on the device analysis the final assessment is: a pattern of crease sharp on radios side of broken shell assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.